Event description:
It was reported that bd vacutainer® multiple sample luer adapter had poor sleeve function. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the device was attached to the holder and to the venflon to execute blood collection. When the tube was inserted, the blood had also flowed out and the whole holder was filled with blood.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had poor sleeve function. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the device was attached to the holder and to the venflon to execute blood collection. When the tube was inserted, the blood had also flowed out and the whole holder was filled with blood.